Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system due to ipg flipping in the pocket. Additionally, patient's paddle lead has high impedances with a possible fracture. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the ipg and lead were replaced via surgical intervention on (B)(6) 2025. Furthermore, x-ray imaging was used to confirm the reported allegations. Therapy was restored post operation.